Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the malfunction and a displayed malfunction code of 12. The issue did not cause the blood glucose level to exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.

Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the malfunction and a displayed malfunction code of 12. The issue did not cause the blood glucose level to exceed 500 mg/dl. The customer continued to use current pump for insulin therapy.